Event description:
During pt use, 'chick circuit' alarm occurred and the tidal volume display had changed from 900 to 2000 ml. Also, the pressure bar indicated a negative pressure. The circuit check test was performed and was unsuccessful. While checking the unit, the nurse found that the ventilator was not delivering breaths. The pt was manually ventilated. No permanent injury was reported in this case.

Manufacturer narrative:
Evaluation summary: evaluation of the returned ventilator confirmed that l19 inductor on the control board was overheated and shorted causing the ventilator to malfunction. Replacing the inductor resolved the issue.